Event description:
On (B)(6) 2013, while a (B)(6) pt was undergoing an indium111 octreoscan (full body scan), the top detector of the ga infinia hawkeye 4 spect/CT gamma camera experienced a catastrophic mechanical failure. Prior to the pt scan, the ge infinia hawkeye 4 spect/CT gamma camera passed a self test check without any problems. The pt was positioned on the table. The scan started. The table started to move slowly, as expected, into the starting position. The table was set with the pt's head under the top detector. As expected, the top detector moved down and stopped an inch from the pt. The tech started the scan acquiring images. Approx one min later, the top detector fell on top of the pt's head and upper abdomen. It then locked into place. The detector weighed approx 650 to 800 pounds.